Manufacturer narrative:
Sample of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements.

Event description:
Suture breakage. Customer reports that suture broke during coronary artery bypass graft surgery. The event had no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.